Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: contact: requested, unknown. E1: telephone number: requested, unknown. G4: 510(k) no.: k130520. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Confirmation of the provided image it was observed that red clear liquid was leaking on the floor on the gas-out side of the oxygenator. The manufacturing record and the shipping inspection record of the actual device no anomaly was found. Past complaint file of the involved product code and lot number a similar report of the product with the involved product code/lot# was found at the same facility. Regarding the cause of this occurrence, after reviewing the provided video, the following possibilities were inferred based on our past experience; however, the actual device could not be confirmed and it was not possible to clarify the cause of the plasma leakage. The blood properties changed due to some factor, leading to the production of a substance with surface-active properties. This could have disrupted the relationship between the surface tension of the blood and the gas maintained in the micropores of the fiber. As a result, the fiber became hydrophilic, leading to plasma leakage. Relevant IFU reference: "the IFU (capiox fx25) indicates as follows regarding leakage. - do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx25 oxygenator and reservoir." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the following reported information: during the aortic dissection surgery, foamy bloody fluid overflow from gas outlet. No other devices or medications were used in conjunction during the procedure. The plasma leakage was located at the oxygenator site and did not cause harm to the patient. The membrane oxygenator was replaced during the surgery, and the patient is currently recovering well. The procedure outcome was not reported. There was no harm to the patient reported.